Event description:
The customer reported that the system failed to correctly boot to and allow fluoroscopic x-ray. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connections, boards and connectors were evaluated and reseated during the service call. The system was tested and found to be working as intended and put back into service.